Manufacturer narrative:
Investigation - evaluation a review of the complaint history, device history record, instructions for use (IFU), trends, and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: precautions: "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned and the results of our investigation the most likely root cause may be related to the manufacturing process. Measures are being conducted internally to address this failure mode. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The reported event is currently under investigation.

Event description:
It was reported, that during a toce procedure, upon pushing the cook angiographic catheter to the entry of the hepatic artery, the tip separated, traveled to aorta. The cardiovascular doctor and on duty doctor intervened using a pfm snare to retrieve the tip. However due to the high flow of the aorta, the snare was pushed upward of the flow. The retrieval procedure for the tip, took hours to complete. The approximate amount of time was not provided. The tip was removed, no fragments remained within the patient. No additional information has been received.